Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has occulusion alarm. This happened during patient use. The patient was bagged through CT while waiting for another ventilator. There was no patient harm reported with this event.